Event description:
After a laparoscopic hysterectomy a week later had fluid in pelvis; looked like inflammation and adhesion at the site that the gel-flow nt was placed [pelvic fluid collection], [application site inflammation], [postoperative adhesion]. Case narrative: this is a spontaneous report from a contactable nurse via a pfizer sales representative. A female patient of an unspecified age received absorbable gelatin (gel-flow nt) via an unspecified route of administration on an unspecified date at an unspecified dose for an unspecified indication. Relevant medical history included laparoscopic hysterectomy. Concomitant medications were not reported. After a laparoscopic hysterectomy, a week later, on (B)(6) 2019, he patient had fluid in pelvis which looked like inflammation and adhesion at the site that the gel-flow nt was placed. At the time of the report, the action taken with absorbable gelatin and the outcome of the events were unknown. The nurse believe that the fluid in the pelvis was due to gel-flow nt. Case comment: based on the limited information provided in this case, the patient developed pelvic fluid collection, application site inflammation and postoperative adhesion a week following a laparoscopic hysterectomy. Absorbable gelatin (gel-flow nt) was used via an unspecified route of administration on an unspecified date at an unspecified dose for an unspecified indication. Due to the plausible temporal association a possible contribution of absorbable gelatin (gel-flow nt) is likely. However, post-operative complication following a laparoscopic hysterectomy is also possible. Case will be reassessed as and when additional information is available.

Event description:
After a laparoscopic hysterectomy a week later had fluid in pelvis looked like inflammation and adhesion at the site that the gel-flow nt was placed [pelvic fluid collection] , after a laparoscopic hysterectomy a week later had fluid in pelvis looked like inflammation and adhesion at the site that the gel-flow nt was placed [application site inflammation] , after a laparoscopic hysterectomy a week later had fluid in pelvis looked like inflammation and adhesion at the site that the gel-flow nt was placed [postoperative adhesion]. Case narrative: this is a spontaneous report from a contactable nurse via a pfizer sales representative. A female patient of an unspecified age received absorbable gelatin (gel-flow nt) via an unspecified route of administration on an unspecified date at an unspecified dose for an unspecified indication. Relevant medical history included laparoscopic hysterectomy. Concomitant medications were not reported. After a laparoscopic hysterectomy, a week later, on (B)(6) 2019 , the patient had fluid in pelvis which looked like inflammation and adhesion at the site that the gel-flow nt was placed. At the time of the report, the action taken with absorbable gelatin and the outcome of the events were unknown. The nurse believe that the fluid in the pelvis was due to gel-flow nt. Case comment: based on the limited information provided in this case, the patient developed pelvic fluid collection, application site inflammation and postoperative adhesion a week following a laparoscopic hysterectomy. Absorbable gelatin (gel-flow nt) was used via an unspecified route of administration on an unspecified date at an unspecified dose for an unspecified indication. Due to the plausible temporal association a possible contribution of absorbable gelatin (gel-flow nt) is likely. However, post-operative complication following a laparoscopic hysterectomy is also possible . Case will be reassessed as and when additional information is available. Follow-up (19apr2019): follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: the reported events were updated from "near incident" to "unanticipated serious deterioration in state of health". Case comment: based on the limited information provided in this case, the patient developed pelvic fluid collection, application site inflammation and postoperative adhesion a week following a laparoscopic hysterectomy. Absorbable gelatin (gel-flow nt) was used via an unspecified route of administration on an unspecified date at an unspecified dose for an unspecified indication. Due to the plausible temporal association a possible contribution of absorbable gelatin (gel-flow nt) is likely. However, post-operative complication following a laparoscopic hysterectomy is also possible . Case will be reassessed as and when additional information is available. The impact of this report on the benefit/risk profile of the pfizer drug is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate. Amendment: this follow-up report is being submitted to amend previously reported information: causality assessment updated from related to n/a. Follow-up (23aug2019): follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: narrative updated with correct case closure statement., comment: based on the limited information provided in this case, the patient developed pelvic fluid collection, application site inflammation and postoperative adhesion a week following a laparoscopic hysterectomy. Absorbable gelatin (gel-flow nt) was used via an unspecified route of administration on an unspecified date at an unspecified dose for an unspecified indication. Due to the plausible temporal association a possible contribution of absorbable gelatin (gel-flow nt) is likely. However, post-operative complication following a laparoscopic hysterectomy is also possible . Case will be reassessed as and when additional information is available. The impact of this report on the benefit/risk profile of the pfizer drug is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
On 17oct2019, the product quality group reported the summary investigation: the severity of harm has been selected by the manufacturing site as s3. Failure mode: inflammation/adhesion. Samples available/sample status: unknown. No photos were available. Parent case additional information: this record includes processing for MDR/non-MDR records received on reports sent to mdpqc from 27jul2019 through 30 sep2019. Investigation findings and conclusion: based on the complaint narrative, the patient developed inflammation leading to adhesion at the site the product was used one week after surgery. Review of complaint description concludes there is no device malfunction. Final confirmation status: not confirmed. On 21oct2019, the product quality group also reported that on (B)(6) 2019, the reporter stated that "the surgeon who was involved in this determined it was unrelated to your product. I am very sure that I relayed this to your company already." On 22oct2019, the product quality group reported the summary investigation: a review of pepsin digestion results testing to date revealed there have not been any failures. Reviewed 114 lots manufactured to date and did not identify any anomalies. A deviation would have been generated to address any product that was out of spec. There were no (name) deviations initiated that may have lead to the initial complaint. Harm: clinical signs or symptoms, and/or with visibility of unabsorbed product in imaging leading to need of further differentiation from other mass (such as tumor regrowth from resection area) which sometimes may require additional re-exploration surgery leading to extended or additional hospitalization, may require secondary operation to remove excess product however no permanent damage. Therefore, no new hazard/harm has been identified and thus no updates to the hal or other parts of the risk file are required. The severity rating of this hazard/harm is s3. Complaint conclusion (unconfirmed/confirmed/justified).

Event description:
Event verbatim [preferred term] after a laparoscopic hysterectomy a week later had fluid in pelvis looked like inflammation and adhesion at the site that the gel-flow nt was placed [pelvic fluid collection] , after a laparoscopic hysterectomy a week later had fluid in pelvis looked like inflammation and adhesion at the site that the gel-flow nt was placed [application site inflammation] , after a laparoscopic hysterectomy a week later had fluid in pelvis looked like inflammation and adhesion at the site that the gel-flow nt was placed [postoperative adhesion]. Case narrative:this is a spontaneous report from a contactable nurse via a pfizer sales representative. A female patient of an unspecified age received absorbable gelatin (gel-flow nt, ndc number: (B)(4)) on an unknown date; route of administration, dose, frequency, and indication unspecified. The batch/lot and expiry date were not provided at the time of the report. The patient's medical history included laparoscopic hysterectomy. Concomitant medications were not reported. After a laparoscopic hysterectomy, reported as a week later on (B)(6) 2019, the patient had fluid in her pelvis which looked like inflammation and adhesion at the site that the absorbable gelatin was placed. At the time of the report, the action taken with absorbable gelatin and the outcome of the events were unknown. The nurse believed that the fluid in the pelvis was due to absorbable gelatin. On 17oct2019, the product quality group reported the summary investigation: the severity of harm has been selected by the manufacturing site as s3. Failure mode: inflammation/adhesion. Samples available/sample status: unknown. No photos were available. Parent case additional information: this record includes processing for MDR/non-MDR records received on reports sent to mdpqc from 27jul2019 through 30 sep2019. Investigation findings and conclusion: based on the complaint narrative, the patient developed inflammation leading to adhesion at the site the product was used one week after surgery. Review of complaint description concludes there is no device malfunction. Final confirmation status: not confirmed. On 21oct2019, the product quality group also reported that on (B)(6) 2019, the reporter stated that "the surgeon who was involved in this determined it was unrelated to your product. I am very sure that I relayed this to your company already." As of 21oct2019, it was reported that it was determined a non-issue for "gelslow" (pending clarification), and it was not related to the pfizer product. The previous report was something about scarring, where the "gelslow" was implanted or used in a laproscopic hysterectomy case, came with heavy fluid when the patient presented back 2 days later. As of 22oct2019, the product quality group reported the summary investigation: severity of harm: s3. Failure mode: n/a. A review of pepsin digestion results testing to date revealed there have not been any failures. Reviewed 114 lots manufactured to date and did not identify any anomalies. A deviation would have been generated to address any product that was out of spec. There were no (name) deviations initiated that may have lead to the initial complaint. Harm: clinical signs or symptoms, and/or with visibility of unabsorbed product in imaging leading to need of further differentiation from other mass (such as tumor regrowth from resection area) which sometimes may require additional re-exploration surgery leading to extended or additional hospitalization, may require secondary operation to remove excess product however no permanent damage. Therefore, no new hazard/harm has been identified and thus no updates to the hal or other parts of the risk file are required. The severity rating of this hazard/harm is s3. Complaint conclusion (unconfirmed/confirmed/justified) & rationale: unconfirmed. Preliminary investigation has not identified any manufacturing or process anomalies or deficiencies. Rationale: no nces and change orders were discovered which could have caused this issue. The dfmeca, hal, and dmr (release testing) were reviewed and no design issues or deficiencies were identified which could have caused the issue. Follow-up (19apr2019): follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: the reported events were updated from "near incident" to "unanticipated serious deterioration in state of health". Amendment: this follow-up report is being submitted to amend previously reported information: causality assessment updated from related to n/a. Follow-up (23aug2019): follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: narrative updated with correct case closure statement. Follow-ups (17oct2019 and 21oct2019): new information reported from the product quality group includes: investigation summaries, which also provided reporter follow-up comments. Follow-up attempts completed. No further information expected. Follow-up (21oct2019 and 22oct2019): new information received from a contactable nurse and product quality complaint group includes: ndc number, event details, investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (12nov2019): new information reported from a contactable nurse included reporter comment: please close this event. Perhaps determined it was not an event. Company clinical evaluation comment: based on information available, the patient developed pelvic fluid collection, application site inflammation and postoperative adhesion a week at the site that the gel-flow (gel-flow nt) was placed, following a laparoscopic hysterectomy. Due to the plausible temporal association, a possible contribution of absorbable gelatin (gel-flow nt) to the onset of the reported events cannot be excluded. However, the reported events could be post-operative complication following a laparoscopic hysterectomy, and many factors could impact the occurrence of the complication. Follow-up attempts are completed. No further information is expected., comment: based on information available, the patient developed pelvic fluid collection, application site inflammation and postoperative adhesion a week at the site that the gel-flow (gel-flow nt) was placed, following a laparoscopic hysterectomy. Due to the plausible temporal association, a possible contribution of absorbable gelatin (gel-flow nt) to the onset of the reported events cannot be excluded. However, the reported events could be post-operative complication following a laparoscopic hysterectomy, and many factors could impact the occurrence of the complication.

Manufacturer narrative:
On 17oct2019, the product quality group reported the summary investigation: the severity of harm has been selected by the manufacturing site as s3. Failure mode: inflammation/adhesion. Samples available/sample status: unknown. No photos were available. Parent case additional information: this record includes processing for MDR/non-MDR records received on reports sent to mdpqc from 27jul2019 through 30 sep2019. Investigation findings and conclusion: based on the complaint narrative, the patient developed inflammation leading to adhesion at the site the product was used one week after surgery. Review of complaint description concludes there is no device malfunction. Final confirmation status: not confirmed. On 21oct2019, the product quality group also reported that on 21oct2019, the reporter stated that "the surgeon who was involved in this determined it was unrelated to your product. I am very sure that I relayed this to your company already.".

Event description:
Event verbatim [preferred term] after a laparoscopic hysterectomy a week later had fluid in pelvis looked like inflammation and adhesion at the site that the gel-flow nt was placed [pelvic fluid collection] , after a laparoscopic hysterectomy a week later had fluid in pelvis looked like inflammation and adhesion at the site that the gel-flow nt was placed [application site inflammation] , after a laparoscopic hysterectomy a week later had fluid in pelvis looked like inflammation and adhesion at the site that the gel-flow nt was placed [postoperative adhesion]. Case narrative:this is a spontaneous report from a contactable nurse via a pfizer sales representative. A female patient of an unspecified age received absorbable gelatin (gel-flow nt) on an unknown date; route of administration, dose, frequency, and indication unspecified. The batch/lot and expiry date were not provided at the time of the report. The patient's medical history included laparoscopic hysterectomy. Concomitant medications were not reported. After a laparoscopic hysterectomy, reported as a week later on (B)(6) 2019, the patient had fluid in her pelvis which looked like inflammation and adhesion at the site that the absorbable gelatin was placed. At the time of the report, the action taken with absorbable gelatin and the outcome of the events were unknown. The nurse believed that the fluid in the pelvis was due to absorbable gelatin. On (B)(6) 2019, the product quality group reported the summary investigation: the severity of harm has been selected by the manufacturing site as s3. Failure mode: inflammation/adhesion. Samples available/sample status: unknown. No photos were available. Parent case additional information: this record includes processing for MDR/non-MDR records received on reports sent to mdpqc from 27jul2019 through 30 sep2019. Investigation findings and conclusion: based on the complaint narrative, the patient developed inflammation leading to adhesion at the site the product was used one week after surgery. Review of complaint description concludes there is no device malfunction. Final confirmation status: not confirmed. On 21oct2019, the product quality group also reported that on 21oct2019, the reporter stated that "the surgeon who was involved in this determined it was unrelated to your product. I am very sure that I relayed this to your company already.". Follow-up (19apr2019): follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: the reported events were updated from "near incident" to "unanticipated serious deterioration in state of health". Amendment: this follow-up report is being submitted to amend previously reported information: causality assessment updated from related to n/a. Follow-up (23aug2019): follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: narrative updated with correct case closure statement. Follow-ups (17oct2019 and 21oct2019): new information reported from the product quality group includes: investigation summaries, which also provided reporter follow-up comments. Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the limited information provided in this case, the patient developed pelvic fluid collection, application site inflammation and postoperative adhesion a week following a laparoscopic hysterectomy. Absorbable gelatin (gel-flow nt) was used via an unspecified route of administration on an unspecified date at an unspecified dose for an unspecified indication. Due to the plausible temporal association a possible contribution of absorbable gelatin (gel-flow nt) is likely. However, post-operative complication following a laparoscopic hysterectomy is also possible. Case will be reassessed as and when additional information is available. The impact of this report on the benefit/risk profile of the pfizer drug is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate., comment: based on the limited information provided in this case, the patient developed pelvic fluid collection, application site inflammation and postoperative adhesion a week following a laparoscopic hysterectomy. Absorbable gelatin (gel-flow nt) was used via an unspecified route of administration on an unspecified date at an unspecified dose for an unspecified indication. Due to the plausible temporal association a possible contribution of absorbable gelatin (gel-flow nt) is likely. However, post-operative complication following a laparoscopic hysterectomy is also possible . Case will be reassessed as and when additional information is available. The impact of this report on the benefit/risk profile of the pfizer drug is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term] after a laparoscopic hysterectomy a week later had fluid in pelvis looked like inflammation and adhesion at the site that the gel-flow nt was placed [pelvic fluid collection] , after a laparoscopic hysterectomy a week later had fluid in pelvis looked like inflammation and adhesion at the site that the gel-flow nt was placed [application site inflammation] , after a laparoscopic hysterectomy a week later had fluid in pelvis looked like inflammation and adhesion at the site that the gel-flow nt was placed [postoperative adhesion]. Case narrative:this is a spontaneous report from a contactable nurse via a pfizer sales representative. A female patient of an unspecified age received absorbable gelatin (gel-flow nt, ndc number: 0009-1040-06) on an unknown date; route of administration, dose, frequency, and indication unspecified. The batch/lot and expiry date were not provided at the time of the report. The patient's medical history included laparoscopic hysterectomy. Concomitant medications were not reported. After a laparoscopic hysterectomy, reported as a week later on (B)(6) 2019, the patient had fluid in her pelvis which looked like inflammation and adhesion at the site that the absorbable gelatin was placed. At the time of the report, the action taken with absorbable gelatin and the outcome of the events were unknown. The nurse believed that the fluid in the pelvis was due to absorbable gelatin. On (B)(6) 2019, the product quality group reported the summary investigation: the severity of harm has been selected by the manufacturing site as s3. Failure mode: inflammation/adhesion. Samples available/sample status: unknown. No photos were available. Parent case additional information: this record includes processing for MDR/non-MDR records received on reports sent to mdpqc from (B)(6) 2019 through (B)(6) 2019. Investigation findings and conclusion: based on the complaint narrative, the patient developed inflammation leading to adhesion at the site the product was used one week after surgery. Review of complaint description concludes there is no device malfunction. Final confirmation status: not confirmed. On (B)(6) 2019, the product quality group reported, that on (B)(6)2019, the reporter stated "the surgeon who was involved in this determined it was unrelated to your product. I am very sure that I relayed this to your company already." On (B)(6) 2019, it was reported that it was determined a non-issue for gelflow(gel-flow-nt) (clarified product name on follow-up, previously reported as" "gelslow"); and it was not related to the pfizer product. The previous report was something about scarring, where the gelflow was implanted or used in a laproscopic hysterectomy case, came with heavy fluid when the patient presented back 2 days later. On (B)(6) 2019, the product quality group reported the summary investigation: failure mode: n/a. A review of pepsin digestion results testing to date revealed there have not been any failures. Reviewed 114 lots manufactured to date and did not identify any anomalies. A deviation would have been generated to address any product that was out of spec. There were no (name redacted) deviations initiated that may have led to the initial complaint. Harm: clinical signs or symptoms, and/or with visibility of unabsorbed product in imaging leading to need of further differentiation from other mass (such as tumor regrowth from resection area) which sometimes may require additional re-exploration surgery leading to extended or additional hospitalization, may require secondary operation to remove excess product however no permanent damage. Therefore, no new hazard/harm has been identified and thus no updates to the hal or other parts of the risk file are required. The severity rating of this hazard/harm is s3. Complaint conclusion (unconfirmed/ confirmed/ justified) & rationale: unconfirmed. Preliminary investigation has not identified any manufacturing or process anomalies or deficiencies. Rationale: no nces and change orders were discovered which could have caused this issue. The dfmeca, hal, and dmr (release testing) were reviewed and no design issues or deficiencies were identified which could have caused the issue. On (B)(6) 2020, the product name reported as "gelslow" in the pqc report dated (B)(6) 2019 was clarified. As per the description of complaint: the reporter, surgical nurse, no longer wanted to receive emails about complaint made back in (B)(6) 2019 or (B)(6) 2019 for the product gel flow. With respect to the hazard analysis list (hal), it was reviewed to confirm that this issue described in this complaint was captured. The most related hazard/harm was hazard ID: specifically: hazard number: excess hemostatic matric left at the hemostatic site. Hazardous situation: prolonged reabsorb ion. The site did not receive the complaint sample. Follow-up (19apr2019): follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: the reported events were updated from "near incident" to "unanticipated serious deterioration in state of health". Amendment: this follow-up report is being submitted to amend previously reported information: causality assessment updated from related to n/a. Follow-up (23aug2019): follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: narrative updated with correct case closure statement. Follow-ups (17oct2019 and 21oct2019): new information reported from the product quality group (pqc) includes: investigation summaries, which also provided reporter follow-up comments. Follow-up attempts completed. No further information expected. Follow-up (21oct2019 and 22oct2019): new information received from a contactable nurse and product quality complaint group includes: ndc number, event details, investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (12nov2019): new information reported from a contactable nurse included reporter comment: please close this event. Perhaps determined it was not an event. Follow-up (23mar2020): new information reported from pqc includes: product name in narrative, "gelslow" was clarified as gel-flow(gel-flownt); adds reporter comments and investigation detail. Company clinical evaluation comment: based on information available, the patient developed pelvic fluid collection, application site inflammation and postoperative adhesion a week at the site that the gel-flow (gel-flow nt) was placed, following a laparoscopic hysterectomy. Due to the plausible temporal association, a possible contribution of absorbable gelatin (gel-flow nt) to the onset of the reported events cannot be excluded. However, the reported events could be post-operative complication following a laparoscopic hysterectomy, and many factors could impact the occurrence of the complication. No change in previous assessment based on additional information received. Follow-up attempts are completed. No further information is expected., comment: based on information available, the patient developed pelvic fluid collection, application site inflammation and postoperative adhesion a week at the site that the gel-flow (gel-flow nt) was placed, following a laparoscopic hysterectomy. Due to the plausible temporal association, a possible contribution of absorbable gelatin (gel-flow nt) to the onset of the reported events cannot be excluded. However, the reported events could be post-operative complication following a laparoscopic hysterectomy, and many factors could impact the occurrence of the complication. No change in previous assessment based on additional information received.

Manufacturer narrative:
On (B)(6) 2019, the product quality group reported the summary investigation: the severity of harm has been selected by the manufacturing site as s3. Failure mode: inflammation/adhesion. Samples available/sample status: unknown. No photos were available. Parent case additional information: this record includes processing for MDR/non-MDR records received on reports sent to mdpqc from (B)(6) 2019 through 30 sep2019. Investigation findings and conclusion: based on the complaint narrative, the patient developed inflammation leading to adhesion at the site the product was used one week after surgery. Review of complaint description concludes there is no device malfunction. Final confirmation status: not confirmed. On (B)(6) 2019, the product quality group also reported that on (B)(6) 2019, the reporter stated that "the surgeon who was involved in this determined it was unrelated to your product. I am very sure that I relayed this to your company already." On (B)(6) 2019, the product quality group reported the summary investigation: a review of pepsin digestion results testing to date revealed there have not been any failures. Reviewed 114 lots manufactured to date and did not identify any anomalies. A deviation would have been generated to address any product that was out of spec. There were no (name) deviations initiated that may have lead to the initial complaint. Harm: clinical signs or symptoms, and/or with visibility of unabsorbed product in imaging leading to need of further differentiation from other mass (such as tumor regrowth from resection area) which sometimes may require additional re-exploration surgery leading to extended or additional hospitalization, may require secondary operation to remove excess product however no permanent damage. Therefore, no new hazard/harm has been identified and thus no updates to the hal or other parts of the risk file are required. The severity rating of this hazard/harm is s3. Complaint conclusion (unconfirmed/confirmed/justified).

Event description:
Event verbatim [preferred term] after a laparoscopic hysterectomy a week later had fluid in pelvis looked like inflammation and adhesion at the site that the gel-flow nt was placed [pelvic fluid collection] , after a laparoscopic hysterectomy a week later had fluid in pelvis looked like inflammation and adhesion at the site that the gel-flow nt was placed [application site inflammation] , after a laparoscopic hysterectomy a week later had fluid in pelvis looked like inflammation and adhesion at the site that the gel-flow nt was placed [postoperative adhesion] , . Case narrative:this is a spontaneous report from a contactable nurse via a pfizer sales representative. A female patient of an unspecified age received absorbable gelatin (gel-flow nt) via an unspecified route of administration on an unspecified date at an unspecified dose for an unspecified indication. Relevant medical history included laparoscopic hysterectomy. Concomitant medications were not reported. After a laparoscopic hysterectomy, a week later, on 12jan2019, he patient had fluid in pelvis which looked like inflammation and adhesion at the site that the gel-flow nt was placed. At the time of the report, the action taken with absorbable gelatin and the outcome of the events were unknown. The nurse believe that the fluid in the pelvis was due to gel-flow nt. Case comment: based on the limited information provided in this case, the patient developed pelvic fluid collection, application site inflammation and postoperative adhesion a week following a laparoscopic hysterectomy. Absorbable gelatin (gel-flow nt) was used via an unspecified route of administration on an unspecified date at an unspecified dose for an unspecified indication. Due to the plausible temporal association a possible contribution of absorbable gelatin (gel-flow nt) is likely. However, post-operative complication following a laparoscopic hysterectomy is also possible . Case will be reassessed as and when additional information is available. Follow-up (B)(6) 2019, follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: the reported events were updated from "near incident" to "unanticipated serious deterioration in state of health". Case comment: based on the limited information provided in this case, the patient developed pelvic fluid collection, application site inflammation and postoperative adhesion a week following a laparoscopic hysterectomy. Absorbable gelatin (gel-flow nt) was used via an unspecified route of administration on an unspecified date at an unspecified dose for an unspecified indication. Due to the plausible temporal association a possible contribution of absorbable gelatin (gel-flow nt) is likely. However, post-operative complication following a laparoscopic hysterectomy is also possible . Case will be reassessed as and when additional information is available. The impact of this report on the benefit/risk profile of the pfizer drug is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate., comment: based on the limited information provided in this case, the patient developed pelvic fluid collection, application site inflammation and postoperative adhesion a week following a laparoscopic hysterectomy. Absorbable gelatin (gel-flow nt) was used via an unspecified route of administration on an unspecified date at an unspecified dose for an unspecified indication. Due to the plausible temporal association a possible contribution of absorbable gelatin (gel-flow nt) is likely. However, post-operative complication following a laparoscopic hysterectomy is also possible . Case will be reassessed as and when additional information is available. The impact of this report on the benefit/risk profile of the pfizer drug is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term] after a laparoscopic hysterectomy a week later had fluid in pelvis looked like inflammation and adhesion at the site that the gel-flow nt was placed [pelvic fluid collection] , after a laparoscopic hysterectomy a week later had fluid in pelvis looked like inflammation and adhesion at the site that the gel-flow nt was placed [application site inflammation] , after a laparoscopic hysterectomy a week later had fluid in pelvis looked like inflammation and adhesion at the site that the gel-flow nt was placed [postoperative adhesion] , . Case narrative:this is a spontaneous report from a contactable nurse via a pfizer sales representative. A female patient of an unspecified age received absorbable gelatin (gel-flow nt) via an unspecified route of administration on an unspecified date at an unspecified dose for an unspecified indication. Relevant medical history included laparoscopic hysterectomy. Concomitant medications were not reported. After a laparoscopic hysterectomy, a week later, on 12jan2019, he patient had fluid in pelvis which looked like inflammation and adhesion at the site that the gel-flow nt was placed. At the time of the report, the action taken with absorbable gelatin and the outcome of the events were unknown. The nurse believe that the fluid in the pelvis was due to gel-flow nt. Case comment: based on the limited information provided in this case, the patient developed pelvic fluid collection, application site inflammation and postoperative adhesion a week following a laparoscopic hysterectomy. Absorbable gelatin (gel-flow nt) was used via an unspecified route of administration on an unspecified date at an unspecified dose for an unspecified indication. Due to the plausible temporal association a possible contribution of absorbable gelatin (gel-flow nt) is likely. However, post-operative complication following a laparoscopic hysterectomy is also possible . Case will be reassessed as and when additional information is available. Follow-up (19apr2019): follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: the reported events were updated from "near incident" to "unanticipated serious deterioration in state of health". Case comment: based on the limited information provided in this case, the patient developed pelvic fluid collection, application site inflammation and postoperative adhesion a week following a laparoscopic hysterectomy. Absorbable gelatin (gel-flow nt) was used via an unspecified route of administration on an unspecified date at an unspecified dose for an unspecified indication. Due to the plausible temporal association a possible contribution of absorbable gelatin (gel-flow nt) is likely. However, post-operative complication following a laparoscopic hysterectomy is also possible . Case will be reassessed as and when additional information is available. The impact of this report on the benefit/risk profile of the pfizer drug is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate. Amendment: this follow-up report is being submitted to amend previously reported information: causality assessment updated from related to n/a., comment: based on the limited information provided in this case, the patient developed pelvic fluid collection, application site inflammation and postoperative adhesion a week following a laparoscopic hysterectomy. Absorbable gelatin (gel-flow nt) was used via an unspecified route of administration on an unspecified date at an unspecified dose for an unspecified indication. Due to the plausible temporal association a possible contribution of absorbable gelatin (gel-flow nt) is likely. However, post-operative complication following a laparoscopic hysterectomy is also possible . Case will be reassessed as and when additional information is available. The impact of this report on the benefit/risk profile of the pfizer drug is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
On 17oct2019, the product quality group reported the summary investigation: the severity of harm has been selected by the manufacturing site as s3. Failure mode: inflammation/adhesion. Samples available/sample status: unknown. No photos were available. Parent case additional information: this record includes processing for MDR/non-MDR records received on reports sent to mdpqc from 27jul2019 through 30 sep2019. Investigation findings and conclusion: based on the complaint narrative, the patient developed inflammation leading to adhesion at the site the product was used one week after surgery. Review of complaint description concludes there is no device malfunction. Final confirmation status: not confirmed. On 21oct2019, the product quality group also reported that on 21oct2019, the reporter stated that "the surgeon who was involved in this determined it was unrelated to your product. I am very sure that I relayed this to your company already." On 22oct2019, the product quality group reported the summary investigation: a review of pepsin digestion results testing to date revealed there have not been any failures. Reviewed 114 lots manufactured to date and did not identify any anomalies. A deviation would have been generated to address any product that was out of spec. There were no (name) deviations initiated that may have lead to the initial complaint. Harm: clinical signs or symptoms, and/or with visibility of unabsorbed product in imaging leading to need of further differentiation from other mass (such as tumor regrowth from resection area) which sometimes may require additional re-exploration surgery leading to extended or additional hospitalization, may require secondary operation to remove excess product however no permanent damage. Therefore, no new hazard/harm has been identified and thus no updates to the hal or other parts of the risk file are required. The severity rating of this hazard/harm is s3. Complaint conclusion (unconfirmed/confirmed/justified).

Event description:
After a laparoscopic hysterectomy a week later had fluid in pelvis looked like inflammation and adhesion at the site that the gel-flow nt was placed [pelvic fluid collection], after a laparoscopic hysterectomy a week later had fluid in pelvis looked like inflammation and adhesion at the site that the gel-flow nt was placed [application site inflammation] , after a laparoscopic hysterectomy a week later had fluid in pelvis looked like inflammation and adhesion at the site that the gel-flow nt was placed [postoperative adhesion]. Case narrative: this is a spontaneous report from a contactable nurse via a pfizer sales representative. A female patient of an unspecified age received absorbable gelatin (gel-flow nt, ndc number: 0009-1040-06) on an unknown date; route of administration, dose, frequency, and indication unspecified. The batch/lot and expiry date were not provided at the time of the report. The patient's medical history included laparoscopic hysterectomy. Concomitant medications were not reported. After a laparoscopic hysterectomy, reported as a week later on (B)(6) 2019, the patient had fluid in her pelvis which looked like inflammation and adhesion at the site that the absorbable gelatin was placed. At the time of the report, the action taken with absorbable gelatin and the outcome of the events were unknown. The nurse believed that the fluid in the pelvis was due to absorbable gelatin. On 17oct2019, the product quality group reported the summary investigation: the severity of harm has been selected by the manufacturing site as s3. Failure mode: inflammation/adhesion. Samples available/sample status: unknown. No photos were available. Parent case additional information: this record includes processing for MDR/non-MDR records received on reports sent to mdpqc from 27jul2019 through 30 sep2019. Investigation findings and conclusion: based on the complaint narrative, the patient developed inflammation leading to adhesion at the site the product was used one week after surgery. Review of complaint description concludes there is no device malfunction. Final confirmation status: not confirmed. On 21oct2019, the product quality group also reported that on 21oct2019, the reporter stated that "the surgeon who was involved in this determined it was unrelated to your product. I am very sure that I relayed this to your company already." As of 21oct2019, it was reported that it was determined a non-issue for "gelslow" (pending clarification), and it was not related to the pfizer product. The previous report was something about scarring, where the "gelslow" was implanted or used in a laproscopic hysterectomy case, came with heavy fluid when the patient presented back 2 days later. As of 22oct2019, the product quality group reported the summary investigation: severity of harm: s3. Failure mode: n/a. A review of pepsin digestion results testing to date revealed there have not been any failures. Reviewed 114 lots manufactured to date and did not identify any anomalies. A deviation would have been generated to address any product that was out of spec. There were no (name) deviations initiated that may have lead to the initial complaint. Harm: clinical signs or symptoms, and/or with visibility of unabsorbed product in imaging leading to need of further differentiation from other mass (such as tumor regrowth from resection area) which sometimes may require additional re-exploration surgery leading to extended or additional hospitalization, may require secondary operation to remove excess product however no permanent damage. Therefore, no new hazard/harm has been identified and thus no updates to the hal or other parts of the risk file are required. The severity rating of this hazard/harm is s3. Complaint conclusion (unconfirmed/confirmed/justified) & rationale: unconfirmed. Preliminary investigation has not identified any manufacturing or process anomalies or deficiencies. Rationale: no nces and change orders were discovered which could have caused this issue. The dfmeca, hal, and dmr (release testing) were reviewed and no design issues or deficiencies were identified which could have caused the issue. Follow-up (19apr2019): follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: the reported events were updated from "near incident" to "unanticipated serious deterioration in state of health". Amendment: this follow-up report is being submitted to amend previously reported information: causality assessment updated from related to n/a. Follow-up (23aug2019): follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: narrative updated with correct case closure statement. Follow-ups (17oct2019 and 21oct2019): new information reported from the product quality group includes: investigation summaries, which also provided reporter follow-up comments. Follow-up attempts completed. No further information expected. Follow-up (21oct2019 and 22oct2019): new information received from a contactable nurse and product quality complaint group includes: ndc number, event details, investigation results. Company clinical evaluation comment: based on information available, the patient developed pelvic fluid collection, application site inflammation and postoperative adhesion a week at the site that the gel-flow (gel-flow nt) was placed, following a laparoscopic hysterectomy. Due to the plausible temporal association, a possible contribution of absorbable gelatin (gel-flow nt) to the onset of the reported events cannot be excluded. However, the reported events could be post-operative complication following a laparoscopic hysterectomy, and many factors could impact the occurrence of the complication. Follow-up attempts are completed. No further information is expected. Comment: based on information available, the patient developed pelvic fluid collection, application site inflammation and postoperative adhesion a week at the site that the gel-flow (gel-flow nt) was placed, following a laparoscopic hysterectomy. Due to the plausible temporal association, a possible contribution of absorbable gelatin (gel-flow nt) to the onset of the reported events cannot be excluded. However, the reported events could be post-operative complication following a laparoscopic hysterectomy, and many factors could impact the occurrence of the complication.